Event description:
The lay user/patient in (B)(6) contacted lifescan to report the one touch veriopro meter was giving the error 1 error message; he was unable to obtain a blood glucose reading. The patient suffered no injury due to this issue. The issue was not resolved. The meter was replaced.

Manufacturer narrative:
Follow-up #1 (11/30/2011)-device evaluation: the meter involved this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the returned meter failed testing. Crc check failed due to eeprom data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: lifescan has received the meter involved with this complaint. Lifescan product analysis completed a deep dive investigation on (B)(4) 2011 and noted that the returned meter failed testing since there was corruption found in the meter's data, which was consistent with the investigation results reported on (B)(4) 2011 on follow-up #1 report. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.